Event description:
Had breast implants (B)(6) 2010, no issue then (B)(6) 2014, I had an episode of vertigo. It was downhill from there. After that I had brain fog that didn't go away, and memory issues. I had pain in shoulder, back, legs, headaches, gastrointestinal issues, nausea, stomach cramps, diarrhea, but the most frightening was tachycardia and anxiety. I had every test, MRI, stress tests, holter monitor, blood work and all were within normal limits. No one could explain that was happening. I blamed menopause even though I wasn't going through it. My final conclusion after watching it on tv was that I had breast implant illness. This is real, I know two people personally that are having their implants removed because they have the same symptoms. There needs to be more vigilant research and warnings. This is a real problem. FDA safety report ID # (B)(4).